Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the technical service engineer (tse) and stated that a recoverable error had occurred and reoccurred each time that fault recover was selected. System logs confirmed repeated occurrences of error 23210, which indicated a high side switch fault reported by arm1 axes controller setup (acu) in the arm1 outer proximal set up joint (suj). The error persisted after emergency power off (epo) and power cycle. The tse recommended selecting disable and fault recover, to disable arm1 and restore use of the remaining three arms. After disabling arm1, the system was ready to continue using the remaining arms. It was undetermined if the customer was continuing with three arms or converting. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2022 during a radical with lymphadenectomy prostatectomy procedure. The procedure was confirmed to have been completed robotically with the remaining 3 arms of the system after arm 1 had been disabled. There was no patient injury. Patient demographic information was not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there was a repeated recoverable error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) (part no: 380661-22, serial no: (B)(4) first; however, the error did not clear. Therefore, the fse replaced the universal surgical manipulator (usm) (part no: 380647-33, serial no: (B)(4) to resolve the issue. The system was tested and verified as ready for use. The complaint regarding a repeated recoverable error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi received the proximal suj, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A system log review was performed. Per the review, the following was confirmed: the radical with lymphadenectomy prostatectomy procedure took place on (B)(6) 2022 via system sk4376. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system error(s): 23210 related to the high-side switch startup test failing in usm 1 on the suj due to voltage issues. No image or video clip for the reported event was submitted to isi for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) came in for failure analysis with an error code 23210 on usm 1. The usm was tested on an in-house system in normal mode and triggered error code 23210. The usm went through testing on the pftp and passed all tests but failed direction test due to fluid intrusion on the axes controller spar (acs) printed circuit assembly (pca). Fluid intrusion was found to have traveled throughout the spar from the acs pca to the hall sensor and caused electrical burns at the connections for the acs pca to hall sensor connector as well as the cannula ffc to chip encoder virtual absolute (cva). Through remotefe logs, multiple errors such as 23210 and 23202 were triggered for amp high-side switch test fail issues. The aba test method was used on the hall sensor, cannula ffc, and acs pca to continue pftp testing. The reported problem was confirmed and replicated. As a fix the following acs pca, hall sensor, and cannula ffc to cva will be replaced to address the reported problem.

Manufacturer narrative:
The proximal set-up joint (suj) has been returned and evaluated by the failure analysis (fa) team. The reported issue of getting recoverable error 23210 was not reproduced on the system. However, the error/fault was confirmed via field logs. The dual magnetic encoder (dme) printed circuit assembly (pca) will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.